Event description:
It was reported by the or supplies coordinator that the device was used during a thorascopy. It was reported that the device jammed. Another device was opened and the procedure was completed without consequence to the patient.

Manufacturer narrative:
Evaluation summary - the analysis results confirmed that one device was received with the jaw broken at bifurcation. Functional test could not be performed as the device was empty and the lockout had been fired through. The advancer appeared to function properly when fired. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.